Event description:
It was reported that the user experienced difficulty attaching the connector piece to the ilet, with the connector not locking properly and protruding until guided troubleshooting was performed; after removing the cartridge, the connector locked as expected, and subsequent reassembly with the cartridge allowed proper locking, after which a supply change was completed and delivery was resumed. Symptoms included elevated blood glucose of 226 mg/dl. Outcomes included no reported injury, no medical intervention beyond customer support, and no interruption to therapy after successful resolution. Investigation included guided troubleshooting and user education over the phone. Investigation of this case revealed that the connector could lock properly when reinserted as instructed, indicating no confirmed device malfunction and successful restoration of function. It was concluded that the event was user-interface related, resolved with troubleshooting and education, and that the device operated as expected after proper assembly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.